Event description:
It was reported that a pt underwent a spinal fusion with posterior fixation, anterior interbody device, and bmp at levels l4-s1. Approx 10 months post-op, a revision surgery was performed due to the non-union of the anterior interbody device. The device was removed and replaced with precision bone. While removing the posterior implants, it was noted that the left sided s1 screw was broken. The screw post could not be removed from the pt. The construct was extended to the iliac crest and larger size screws were replaced. No pt complications were reported.

Manufacturer narrative:
Device has been returned to the MFR for evaluation. A visual macroscopic examination by a product engineer reveals that the explant confirms that the s1 screw broke/fractured at the neck of the bone screw component. The part appears to have been made to specifications. Unable to determine the cause of the event.